Manufacturer narrative:
The user experienced a low blood glucose event resulting in loss of consciousness and subsequent medical evaluation. Multiple follow-up attempts were made to obtain details regarding circumstances of the event, device use, ems involvement, and hospital course; however, no additional information was provided, and no device malfunction has been identified based on the limited data available. Engineering logs available for review ended on (B)(6) 2025, preceding the reported event date, and therefore did not capture relevant activity; a follow-up MDR will be submitted if new information becomes available.

Event description:
On 20-nov-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 41 mg/dl. The user became unconscious while driving prior to receiving any treatment, and no additional pre-hospital details were provided despite follow-up attempts. The user was taken for medical evaluation and reported receiving glucagon, but no information regarding ems involvement, hospital treatment, discharge timing, or discharge status was provided despite follow-up attempts.